Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of higher than 40 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. The customer was asleep at the time of the low bg, once they were awake, they consumed a sugary snake to address the low bg level. Customer updated their pump settings to address the event.